Event description:
It was reported that a patient with a 23mm 11500a aortic valve found to have moderate to severe regurgitation, stenosis, and malcoaptation of leaflets after an implant duration of 1 year. There is one intra valvular regurgitant jet due to malcoaptation of leaflets. Regurgitant jet is eccentric, directly anteriorly and tracks along anterior mitral valve leaflet. The patient is currently asymptomatic and took plavix for three months following his surgery. Records received noted the 23mm 11500a was originally implanted due to severe aortic stenosis of bicuspid native valve. The valve was implanted and tee showed good valve function and a mean gradient of 12 mmhg. There was no evidence of regurgitation. It was reported by a surgeon during the aats conference that a patient with an 11500a aortic valve, implanted for 1 year and 6 months underwent redo valve replacement due to aortic insufficiency. Surgeon asked if the vfit (expansion zone on the band) was open on the valve prior to replacing with another valve, causing the ai. A 25mm magna valve was implanted in replacement.

Manufacturer narrative:
Attempts to retrieve additional information and the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, h6.

Event description:
Per medical records, the patient presented 3 weeks prior to surgery with fever and found to have granulicatella bacteremia with small aortic valve vegetation and underwent an urgent redo avr for severe aortic regurgitation and acute endocarditis (2022-01453-02). Intraoperative findings; the aortic valve had 2 perforations on the right leaflet, but no sign of vegetation or annular abscess. Because of body size, an aortic root enlargement was performed with a 20mm dacron graft and a 25mm magna ease valve was implant and tied down with cor knot device. The patient transported to ICU in critical condition and was discharged on pod #6 ( with 81mg aspirin qd and continued IV antibiotics). Pathology report noted active endocarditis with vegetations, and cuspal tears, one cusp demonstrates 2 fenestrations (ranging from 0.2-0.3 cm in greatest dimension) focal tissue overgrowth, and minimal calcification by specimen radiograph.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, h6. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Corrected data: h6- production records. H10- the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. -inadvertently omitted in initial MDR.

Event description:
Per medical records, the patient presented 3 weeks prior to surgery with fever and found to have granulicatella bacteremia with small aortic valve vegetation and underwent an urgent redo avr for severe aortic regurgitation and acute endocarditis. Intraoperative findings; the aortic valve had 2 perforations on the right leaflet, but no sign of vegetation or annular abscess. Because of body size, an aortic root enlargement was performed with a 20mm dacron graft and a 25mm magna ease valve was implant and tied down with cor knot device. The patient transported to ICU in critical condition and was discharged on pod #6 ( with 81mg aspirin qd and continued IV antibiotics).

Manufacturer narrative:
Added information to h6. The complaint is confirmed through the medical records provided. There is no evidence to suggest an edwards or supplier manufacturing defect. A DHR review was performed and no related non-conformances were found. No product or images were provided for evaluation. Medical records provided were evaluated to confirm the reported complaint. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Based on the evaluation and available information, the report moderate to severe regurgitation was confirmed. Based on edwards manufacturing and inspection tests, a valve with inadequate coaptation would not have passed through the inspections. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed.

Event description:
Per surgeon, the mode of failure was severe ai, very atypical for bovine bioprosthesis. The leak was coming from one of the commissures. It was not a central leak. The device is not available for return as it was discarded.